Event description:
It was reported that there was air in the tube of a transfer set. This was described as ¿failure to connect to oneself in time after removing the iodide cap caused air in the external short tube¿. This was identified during an unknown process step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services advised the reporter to contact their health professional to advise of the incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.